Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose (bg) displayed "high" on the cgm graph. Reportedly, the customer consumed more carbohydrates than they had bolused for. Elevated bg was addressed with a bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.